Event description:
Material#: 305127 lot#: unknown it was reported by the consumer reported that lori pringle called in on behalf of customer that experienced needle occlusion. Verbatim: rcc received a complaint via phone. Pir attached. Lori pringle called in on behalf of customer that experienced needle occlusion on product 305127, lot provided was 226921.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Patient problem code: f26 ¿ no health consequences or impact. Device problem code: a140901 - complete blockage h3 other text : see h10 manufacture narrative.